Manufacturer narrative:
Continued e.1 phone number:(B)(6). Continued e.1 fax number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to h6 or previous report: type of investigation code b12 was reported in error.

Event description:
The status of the device is unknown.